Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarm, which was confirmed through a review of the device event history log. Evaluation was unable to reproduce the reported symptom due to a reload set alarm, however determined the cause to be a failed upstream sensor with fluid numbers below specification. The upstream sensor was replaced to correct this condition.